Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed . The evaluation confirmed but did not reproduce the door not fully latched messages. The reported symptom was observed during power up and was caused by a loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt involvement.